Event description:
Device 1 of 3. Ref MFR reports: 1627487-2012-10342 and 1627487-2012-10343. The pt reported experiencing heating while charging the ipg 10-15 minutes into the charging session. In addition, the pt reported she has lost approx (B)(6) since implant and feels that the ipg has shifted or moved inside the pocket. The pt also reported she feels a burning sensation running up to the lead incision site and continuing up her neck. The pt stated she will follow up with her physician at a later date to determine the next course of action. On (B)(6) 2012, st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.